Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note, this medwatch report is being filed late because it was initially determine not to meet sorin group reportability criteria but further investigation brought new findings. Based on these findings, sorin group (B)(4) has determined this to be a reportable malfunction. Sorin group (B)(4) received a report that, after the case was completed, the s5 double roller pump made a strange noise and rotated in a pulsing fashion. There was no pt involvement. The pump was returned to sorin group (B)(4) for evaluation. Evaluation of the returned pump found a problem with an electrical contact within the resolver. The resolver was then sent to the supplier for further investigation. While electrical testing by the supplier could not find any problems, visual inspection of the connections of the resolver confirmed the defect. The supplier stated that the defect was a result of the insulation not being removed from the wire prior to crimping which could cause an intermittent connection. The supplier has implemented additional 100% inspections of the terminals in the connector and crimping quality order to prevent a re-occurrence. No further action is deemed necessary. See scanned page.

Event description:
Sorin group (B)(4) received a report that, after the case was completed, the s5 double roller pump made a strange noise and rotated in a pulsing fashion. There was no pt involvement.